Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump battery was depleting quickly. Troubleshooting with tandem technical support found no issues with the pump battery, but the customer did not acknowledge and maintained that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 100 mg/dl.